Event description:
It was reported that a patient experienced peritonitis manifested by cloudy bag coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for the peritonitis. The cause of peritonitis was unknown. On an unreported date in the same month, the patient was treated with vancomycin 2gm and fortaz 1gm ip (frequencies not reported) for peritonitis. The therapy for peritonitis was also discontinued in the same month. Eight days after the onset and hospitalization, the patient was discharged. The patient was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot number h14a15109 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.